Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that when the power supply was connected the astral, the device recognized the power supply as external battery and failed to charge its internal battery. It was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power, it detected the power source to be an external battery. There was no patient injury reported as a result of this incident.